Event description:
It was originally reported from ous that during an orthopedic surgical procedure the instrument broke during impaction. It was stated that there was no delay to surgery and no adverse event to patient. "All pieces were retrieved from the patient. The surgery was successful." Additional information received on 9 mar 2021 states the following: "the instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and [the agency] didn't receive any request for complementary information regarding this issue as well. Patient information: surgeries were all successful and no delays to any patients. " no additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device was received for analysis. Eng analysis completed (B)(6) 2018 by ad the broken impactor face appears consistent with material degradation associated with years of normal use and subsequent sterilization cycles. The other half of the broken face was not returned. Broken weld on impactor body and impactor handle. The broken weld appears consistent with unauthorized disassembly of the device during cleaning. The compression spring remained intact and was unaffected by the breakage. All other aspects of the device appear unremarkable and consistent with years of use. Design: the occurrence rate is less than 0.5%, "very low" according to the frequency of occurrence ranking scale. This does not appear to be design related. Manufacturing: there have not been any other complaints involving parts from this manufacturing lot of 70 units, which has been in the field since 2010. This does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken impactor face reported was most likely the result of material degradation associated with years of normal use and subsequent sterilization cycles. The broken weld was likely the result of unauthorized disassembly of the device during cleaning. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. It was stated that "all pieces were retrieved from the patient". An investigation was conducted; the broken impactor face reported was most likely the result of material degradation associated with years of normal use and subsequent sterilization cycles. The broken weld was likely the result of unauthorized disassembly of the device during cleaning.